Event description:
On (B)(6), a sales representative reported via sems-(B)(4) that the ar-8332h shaver handpiece has a slice in the cord. This issue was discovered during a case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Visual comments and observed conditions: shp cable - evidence of cut insulation exposing internal sheathing that encloses internal wires; soaker cap damaged including stains, scratches or dents in housing. The device ar-8332h, s/n (B)(6) was subjected to functional testing per (B)(4). The device was tested with a known good shaver console unit (scu) and passed all functional testing. In reference to the reported event, the cut cord damage most likely happened due to use error; the reported allegation, "ar-8332h shaver handpiece has a slice in the cord, there was no harm for the patient, operator or third party reported." Allegation is considered confirmed.